Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015, to report a patient experienced a detached or missing sensor wire on (B)(6) 2015. Sensor was inserted at abdomen on (B)(6) 2015. Patient reported that he removed the transmitter prior to showering because he was not sure if it was waterproof. Patient could not locate sensor wire. No additional event or patient information is available. The dexcom g4 platinum continuous glucose monitoring system users guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported event cannot be confirmed and the root cause cannot be determined.